Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21: the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat dialysis access shunt. Physician prepared according to normal procedures, loosed the deployment knob and started pulling the cable to deploy the device. When the deployment line was pulled out by about 10 cm, physician encountered obvious resistance and the deployment line suddenly got stuck. It was found that the stent graft had not yet begun to expand. Subsequently physician removed the vsx device and used another new vsx device of the same size, successfully completing the procedure. The postoperative patient's condition was stable and there was no adverse event.

Manufacturer narrative:
Update h6: code of type of investigation. Code c19 and d15 - a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Evaluation of received items: two video files submitted by the complainant were reviewed as part of the investigation. Both video files demonstrate manipulation of a 0.018¿ guidewire compatible viabahn® device. The user attempts to continue deployment in vitro at the knob without guidewire support, and catheter deformation is observed. Continued attempts to deploy at the knob result in flexion and possible kinking of the distal shaft. The user cuts the deployment line with tension applied at the deployment knob and then attempts to continue deployment with traction applied at the cut end of the line. It could not be determined whether any portion of the zipper had released from the image quality and magnification of the provided videos. This complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced a stuck deployment line with inability to deploy. The returned video files demonstrate in vitro manipulation of the viabahn® device and attempted deployment without proper delivery system support. Deployment of the device in the manner demonstrated is not representative of the intended clinical use environment. Moreover, procedural versus benchtop deployment, as demonstrated in the provided video files, can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. Video image quality is inadequate to allow magnification of the provided video files to determine whether there was any release of the zipper constraint. Additional assessment of deployment performance was, therefore, not possible, and the cause of the reported inability to deploy with stuck deployment line could not be established with the available information.